Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR was reviewed and no non conformance reports were originated for the lot in question that can be associated to the complaint reported. Customer complaint cannot be confirmed since the device was not returned, thus it is not possible to determine a root cause. Current production was verified to identify any issues that can lead to the reported defect and no issues were found. No corrective action can be established at this time.

Event description:
The customer alleges that the tubing is kinking and is pinched. The oxygen is not getting through.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tubing closest to the mask was bent. The reported complaint of tubing is kinked and is pinched was confirmed through visual inspection. A functional inspection could not be performed because the cap, jet, and jar were not returned. The dhrs were reviewed and no issues or discrepancies were found which could potentially be related to this complaint. It is unknown how the tubing was handled prior to use. The investigation found no evidence to suggest a manufacturing related cause therefore, the root cause is undetermined. A conclusion could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
The customer alleges that the tubing is kinking and is pinched. The oxygen is not getting through.